Event description:
Per the audiologist's report, the pt has had a long history of skin flap problems, none of which were reported to the manufacturer before now. There was a skin flap revision surgery in 2003 due to weight loss and a need to anchor the device. In 2004, a stitch that was extruding through the skin was removed. Eleven months later, the pt was treated with IV antibiotics for an infection. In 2007, the pt presented with drainage from the skin flap over the device. In 2008, skin flap revision surgery was done. An x-ray done showed that the electrode array had partially migrated out of the cochlea. The pt was discharged on cloxacillin and aminoglycoside. The device was explanted the next month and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
.